Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with the unit. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit to provide a quantitative assessment of water quality.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on 09/01/23. As of the date of this report, there has been no response to the recommendation. A follow-up will be filed if any additional information or information that corrects this report is obtained.